Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigations, the event, ¿foreign material came out of the suction channel¿ was reproduced. The root cause of the event could not be determined. Component analysis revealed that the foreign substance was an organic silicone derived from a drug. The organic silicone is not a component derived from the endoscope, but from the drug. Factors that may have caused the foreign substance to adhere include insufficient pre-cleaning and rinsing, and insufficient drying due to valves not being removed when the endoscope was stored. The probable cause was determined, and the event occurred because residual water could not be properly drained due to foreign material inside the nozzle. Additional information from the customer identified that the pre-cleaning may have been delayed, the endoscope may not have been soaked in the cleaning solution, and the instrument channel outlet at the distal end may not have been wiped/brushed with gauze, brush, or sponge. There was no physical damage to the area where foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material came out of the suction channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the scope connector had a dent and the paint on the suction cylinder was peeled. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Should additional relevant information become available, a supplemental report will be submitted.